Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as multiple hardware components. The fse replaced the pressure sensor, 3-way valve, and tubing were replaced to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneously high na (sodium) patient results with clot detection errors that were generated on their au480 instrument. The erroneous results were not released out of the laboratory. There was no report of change to patient treatment or adverse event associated with this event. The customer reported erroneous results were also generated previously on (B)(6) 2019, which is addressed in beckman coulter case-(B)(4).